Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018, for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient felt the stimulation in a different spot, which was noted ¿where they had cut her open¿. The patient also stated that it was in their right buttock, so they were unsure if they felt it in 2 different places or if it was all in the same area. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.